Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a tarsometatarsal fusion surgery using the 5 hole 3mm straight plate the surgeon implanted a 3x18mm cortical screw. When tightening the screw the head sheered off with a clean break. The surgeon was able to continue and complete the surgery but the screw shaft was left in place, not prominently, but he was unable to remove it. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
The complaint is confirmed. (2) photographs of an ar-8933-18s cortical screw head were provided as evidence for evaluation. Visual inspection identified the object as a screw head detached from the screw shaft. The screw shaft was not present in the photographs. Without additional information, the cause of the breakage remains undetermined. A probable cause could be attributed to excessive mechanical forces during tightening, likely via over-torqueing the screw, or insertion of the screw into the screw hole at an angle other than normal to the plate surface.